Event description:
According to the reporter: as the scrub nurse put the scope into the visiport, the clear optical covering split into two pieces. It was not used on the patient as it split prior to use. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 08/26/2008.